Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Hospital staff reported, the scanning depth was too shallow when making the bed cut. The surgeon felt it was caused by the patient interface and resulted in an abnormal thickness of the flap. The patient interface was exchanged and surgery completed. The patients vision is normal after surgery. Additional information has been requested.